Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test passed. Global transmitter final functional test passed. The customer complaint was undetermined because logs are not available for review. A probable cause could not be determined via product evaluation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/28/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient did not calibrate after the inaccuracy. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.